Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and to correct information provided on the initial report. As a result of the device evaluation, okr repair service team confirmed the b30 error when connecting the digital connector camera head. This malfunction was caused by an internal pin problem in the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Five and a half years have passed since the device was manufactured. Based on the results of the investigation, it is likely the pin of the video connector receiver was worn out and broke down due to repeated use for a long time. As a result, the electrical contact becomes unstable when connecting the scope, the signal transmission of the scope and video processor fail, and the b30 error occurred.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, error b30 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.